Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During the event dianeal therapy remained ongoing. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. One day after the onset, the patient was hospitalized for the event. The patient was treated with vancomycin (2 grams, frequency, duration and route not reported) for peritonitis. The outcome of the peritonitis event was unknown. The action taken with dianeal therapy was not reported. No additional information is available.